Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released for according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of treatment. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the log file. The log file shows that the bcc (beam control check) for right eye about nine minutes before laser fired instead of immediately before firing. The pi (patient interface) was docked to the right eye three times because the surgeon interrupted the suction process after reaching a valid suction one value by pressing the foot pedal. The surgeon repeated then the vacuum process but interrupted the vacuum process again because of difficulties in achieving a valid suction two value. The vacuum process was then repeated and the user was able to achieve valid suction value. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause could be determined for the reported event. With current information, a device malfunction can be excluded. Most possible root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported partial suction loss on the patient's right eye during a flap creation procedure. The system remained showing green for both vacuum one and two. The surgeon opted to continue rather than abort as the flap was approximately 80% complete. Flap was very difficult to lift. Flap was lifted successfully with the help of forceps. Procedure was completed. The patient is doing well post-operatively.